Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized, due to a heart attack and high blood glucose. Customer was dehydrated. Customer also stated she lost her transmitter. Customer treated her high blood glucose with manual injections. There was no issue with the insulin pump. The blood glucose reading was 519 mg/dl. The current blood glucose reading is 143 mg/dl. Nothing further reported.